Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (38 at its lowest). Glucose tablets were consumed to address the low bg. The customer stated that the low bg levels were due to her body's natural fluctuations and on occasion, due to over delivering a bolus (programing to deliver more grams of carbohydrates than were actually consumed). There was no device issue, the over delivery was due to use error.